Manufacturer narrative:
The customer reported that the oxygen manifold was replaced, and the issue was resolved. The customer specified, that the repair was for the cart for the v60, and not the device itself. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leaking o2 manifold. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a leaking o2 manifold. The customer was advised to replace the oxygen manifold, and was provided with the part ID. Investigation is ongoing.